Event description:
It was reported the patient gained and lost weight and experienced discomfort at the ipg site. Ipg no longer sits flat in the pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.